Event description:
It was reported that customer observed a rapid 50% increase in indicated battery charge without any low power alerts or shutdown alarms and without pump being recently charged or disconnected from charging. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior from technical support, acknowledged understanding, and was advised to monitor system and call back if issue persisted.